Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that at the time of mesh implantation the patient underwent the concurrent procedures of posterior colporrhaphy with bilateral sacrospinous ligament fixation and hemorrhoidectomy.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat rectocele, uterine descent, symptomatic hemorrhoids, and stress urinary incontinence. It was reported that following insertion the patient experienced pain, extrusion, urinary problems, dyspareunia and vaginal scarring. It was reported that patient underwent mesh resection on (B)(6) 2012 due to pelvic pain and abdominal pain. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh and pelvisoft were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with posterior colporrhaphy, sacrospinous fixation and hemorrhoidectomy. The patient experienced pelvic pain and had a bilateral resection of the retropubic portion of polypropylene tape removed on (B)(6) 2012.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.